Event description:
Medtronic pacer placed by surgeon. Pt developed hypertension several days lataer and pericardial effusion; transferred to hosp for oversewing of perforation caused by pacer wire; no sequelae.